Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratched on the lcd window, a cracked case near the display window corners, a cracked reservoir tube lip, and a cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose of 600 mg/dl, which was treated with manual injections. Troubleshooting was not performed due to customer being an endocrynology nurse and states that he works with insulin pumps all day and knows that insulin pump was malfunctioning and did not want to troubleshoot. Customer was advised that insulin pump would be replaced.